Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to reprocessing being deviated from the instruction manual. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, the suction button won't come off. The issue occurred during reprocessing. The procedure was diagnostic. The intended procedure was upper part screening, and it was completed using the same device. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle had a foreign object, objective lens had foreign object, and light guide had foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: nozzle has foreign objects; objective lens has foreign objects; light guide lens has foreign objects; due to wear of angle wire, bending angle in up/down direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; bending tube is deformed; bending section cover or distal sheath rubber has discoloration; adhesive on bending section cover or distal sheath rubber has a chip; distal end cover has foreign objects; connecting tube has discoloration; due to dirt on objective lens, the image has dark area partially; due to a scratch on objective lens, flare occurs; scope cover unit has a scratch; paint on suction cylinder is peeled; forceps elevator lever has discoloration; right/left knob has discoloration; up/down knob has discoloration; forceps elevator knob has a scratch; switch box has a scratch; scope cover has a scratch; universal cord has a scratch; grip has a scratch; suction cylinder is shaved; control unit has discoloration; control unit has a scratch; adhesive on bending section cover or distal sheath rubber has a chip; bending tube is deformed; due to dirt on objective lens, and the image has dark area partially. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.